Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to power unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the power turned off immediately after it was turned on. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon was caused by the failure of the converter. The cause of the converter failure might be an accidental failure or aging because it was a part where the user couldn't affect directly.